Event description:
During baxter's functionality testing of a spectrum pump it failed to auto restart after a downstream occlusion. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported failed to auto restart after a downstream occlusion which was reproduced. Evaluation found the cause to be a failed downstream sensor and pusher. The downstream sensor and the downstream pusher were replaced.